Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD). Follow up with the physician's office indicated the physician felt the shocks were due to atrial fibrillation (af) with rapid ventricular response and the device was reprogrammed. It was noted on the episodes that the right atrial (ra) lead was undersensing. No intervention was done for the undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.